Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 1, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A sensor replacement alert was first presented to the user on (B)(6) 2024, day 131 after insertion. The sensor was received for further investigation. Upon receipt, it was observed that the sensor had a significant portion of hydrogel missing over the optics, which is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. A review of the dms data showed 2 consecutive dropout phases, due to significant mismatches between sensor glucose and blood glucose mismatches, within 14 days of each other ((B)(6) 2024 and (B)(6) 2024). The system triggered the sensor replacement alert, per design. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 31 december 2024. G3. Date received by the manufacturer? 31 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 h6. Investigation findings updated to 4203 h6. Investigation conclusions updated to 4307.